Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device found that there was a kink on the control wire and the device was half deployed. The clip assembly and over sheath assembly were not returned. The yoke was still attached to the control wire, which was then actuated and deployed. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polyps enucleation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip could not be fully closed and then detached into the patient in an open state. The clip was retrieved using forceps and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polyps enucleation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip could not be fully closed and then detached into the patient in an open state. The clip was retrieved using forceps and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.